Event description:
It was reported that an asymptomatic patient presented in clinic for a routine device check. Upon interrogation, the right ventricular lead exhibited noise. The noise could not be recreated with isometrics and pocket manipulation. The lead remained implanted. No intervention had been reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.